Event description:
Info received indicated the pt fell out of bed.

Manufacturer narrative:
The bed was in the chair position and the facility had removed the foot board and the pt slid down the bed to the floor. There was no injury reported. According to hill-rom's manager, "the account took responsibility and did not describe it to the fault of the bed." The site has been in-serviced on the importance of having the foot board on the bed when the bed is in the chair position.